Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
Following a thoracic radiofrequency ablation procedure, a patient burn occurred. During the procedure, a neurotherm grounding pad was placed on the patient's right forearm, which was not hairy or diaphoretic. The patient presented for follow up with blisters at the site of the grounding pad. Neosporin was applied to treat the burn. There were no alleged performance issues during the procedure.